Event description:
It was reported that pump had backlit display only with no visible graphics, which affected customer ability to view and interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.